Event description:
It was reported that this right ventricular (rv) lead exhibited varying shock impedance measurements of 76 to 125 ohms over the past 12 months. It was noted that the shock impedance measurement had reached 125 ohms three times, however there were no obvious rising trends. The presenting electrogram was appropriate with no visible noise and the rv pace impedance was very stable over the last 12 months. Technical services recommended trouble shooting options should shock impedance measurement reach 150 ohms. No adverse patient effects were reported. This rv lead remains in service.